Event description:
The event is reported as: the tips are slightly too square and blunt blades. No pt injury reported.

Manufacturer narrative:
Device eval by MFR: the device returned to MFR but investigation is not complete at time of this report. A f/u report will be sent when investigation is completed.